Event description:
It was reported that a pump was alarming for no disposable error messages and the infusion has been in and out all night. The patient experienced increased shortness of breath while moving. This is a continuous dose. No medical or surgical intervention was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required. Operator of device is unknown. No information has been provided to date.

Manufacturer narrative:
Other text: device evaluation: no product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. A manufacturing DHR review was not performed because the device is beyond a year from its manufacture date 20-jan-2020 and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service previously.